Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was dilaudid via an implantable pump for spinal pain. Regarding the dose rate and concentration of dilaudid, ¿0.1501 mg/day¿ and ¿bolus 0.0150 mg¿ was indicated. It was reported that the patient had an MRI (magnetic resonance imaging) performed and the pump stopped and alarmed 1 time and after the MRI. The patient had checked the records on the personal therapy manager (ptm), and it shows the pump stalled while he was in the MRI. The MRI was not related to his device or therapy. The patient was questioning how to know if the pump was still off (stalled). At the time of the report it was recommended that the patient follow-up with their managing physician. The patient had called them, and they said the ptm would show if the pump was alarming. The patient was wondering if that was true. It was being considered that the ptm would show if the pump was alarming. The patient planned to still follow-up with the physician. It was noted that the pump has not alarmed since and the ptm did not show any active alarm.